Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the case began as a lap chole, due to unknown reasons, surgeon opened it to complete the case. The surgeon explained since the er320 was opened already, the surgeon used it to complete the cystic artery and duct. The surgeon noticed that clips did not form properly. There was no consequence to pt.